Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported being told, during a device adjustment, that a "wire was loose", and then the patient went into an atrial fibrillation. Follow-up yielded no further information. The device remains in use. No patient complications have been reported as a result of this event.